Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. (B)(6). Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch panel does not respond. This event occurred during an inspection by a getinge representative. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The local getinge field service engineer determined that the touchscreen was defective and replaced same. The touchscreen is in transit to getinge's national repair center for failure analysis, and a supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch panel would not respond. This event occurred during an inspection while running operating test of the iabp in getinge warehouse by a getinge representative and is an out of box (oob) failure event. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch panel would not respond. This event occurred during an inspection while running operating test of the iabp in getinge warehouse by a getinge representative and is an out of box (oob) failure event. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Correction to h10 of follow emdr #1: the local getinge field service engineer determined that the touchscreen was defective and replaced the touchscreen and the upper hinge cover of the display. The touchscreen is in transit to getinge's national repair center for failure analysis; the upper hinge cover will not be returned to the nrc for failure analysis as it is a cosmetic plastic part which sometimes break during or after shipment and does not have the ability to cause a pump failure. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) touch panel would not respond. This event occurred during an inspection while running operating test of the iabp in getinge warehouse by a getinge representative and is an out of box (oob) failure event. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspected defective touchscreen was returned to getinge's national repair center (nrc) for failure analysis. A technician at the nrc inspected the touchscreen assembly per procedure and no visual damage was observed. The technician then installed the touchscreen assembly in to the cardiosave test fixture and tested the touchscreen to factory specifications per the cardiosave service manual. The national repair center could not verify the failure of the touch panel not responding. The touchscreen passed testing and is being retained in the national repair center per procedure.